Event description:
It was reported per field service report: symptom - helium leak alarms. Findings/actions taken: replaced the pneumatic control switch assembly.

Manufacturer narrative:
(B) (4). Device will not be returned for evaluation.